Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent is not opening during ercp procedure. No additional procedures or adverse effects have been reported due to this event.